Event description:
It was reported that the proximal filter of the sentinel cerebral protection system (cps) was removed from the patient in a partially deployed state. Procedure summary: a sentinel cps was selected for use during a transcatheter aortic valve implantation (tavi) procedure. The vascular anatomy was severely tortuous with tortuosity noted at the beginning of the innominate artery. An introducer sheath was placed and the sentinel cps was advanced into position. The proximal filter of the sentinel cps was deployed. The physician encountered difficulty cannulating the carotid artery for distal filter placement. The proximal filter of the sentinel cps was resheathed twice and the sentinel was repositioned. On the third attempt to deploy the proximal filter, the proximal filter was unable to fully deploy. The proximal filter was unable to be fully resheathed. The sentinel cps was removed from the patient with the introducer sheath with the proximal filter of the sentinel cps in a partially deployed state. A new sentinel cps was advanced and was unable to advance over the non-bsc guidewire suitably for distal filter placement. The sentinel cps was removed from the patient. The physician proceeded with the tavi procedure without cerebral protection. Patient status: no patient complications were reported.